Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported during reprocessing, a crack was detected in the instrument. There was no patient or procedure involvement. This report is for a rod bender. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.